Event description:
It was reported that the glenoid implant became loose over time. Also, the rotator cuff deteriorated. Therefore, anatomic shoulder was no longer viable and required removal of all components including stem to revise to a reverse shoulder replacement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Corrected: b5; d1; d4; updated: h4. The investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). G2 : foreign: australia h6 : component code: proposed g code: mechanical (g04) - stem customer has not indicated if the product will be returned to zimmer biomet for investigation; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported there was loosening of glenoid component. Stem was revised and patient was revised to reverse. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5; h2; h3; h6; h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a shoulder revision approximately 10.5 years post-implantation due to glenoid component loosening and rotator cuff deterioration, requiring conversion from an anatomic shoulder to a reverse shoulder arthroplasty. The glenoid implant reportedly loosened over time, and the rotator cuff deteriorated, rendering the anatomic construct not viable. Because the implanted anatomic system utilized a non-convertible stem, removal of all components, including the humeral stem, was required to complete the conversion to a reverse shoulder replacement. Attempts have been made and no further information has been provided.